Event description:
During surgery a successful trial reduction was performed with a trinity modular trial head. A trinity biolox delta ceramic head implant was then opened and implanted. Trial reduction was unsuccessful with the definitive implant despite multiple attempts. The device was removed and a new biolox delta ceramic head was located and implanted with no issue.

Manufacturer narrative:
Per -(B)(4) initial report. Additional information, including whether the unused biolox delta ceramic head can be returned for examination, part no. And lot code of the implanted ceramic head, operative notes, post-op x-rays and an update on the patient has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of all appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) final report. Additional information, including whether the unused biolox delta ceramic head can be returned for examination, part no. And lot code of the implanted ceramic head, operative notes, post-op x-rays and an update on the patient was requested in order to progress with the investigation of this event, however, not all information was provided and the reported device was not returned for examination and thus the scope of the investigation was limited. The appropriate device details for the biolox delta ceramic head which was unable to have a successful trial reduction were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted, the failure cannot be verified, and the root cause has not been determined. Therefore, this case is now considered closed, however, should the device be returned then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During surgery a successful trial reduction was performed with a trinity modular trial head. A trinity biolox delta ceramic head implant was then opened and implanted. Trial reduction was unsuccessful with the definitive implant despite multiple attempts. The device was removed and a new biolox delta ceramic head was located and implanted with no issue. Surgery was delayed more than 30 minutes as a result of this issue, however, there was no other surgical or patient impact.